Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service technician, the technician was able to verify the reported issue. During service, it was found that the ventilator would frequently reset itself, and several invent 1 logs were found in the event trace log. The service technician disassembled and reassembled the unit, and during diagnosis he could not pinpoint what was causing the issue. After reassembly, the vent no longer reset. The ventilator was ran for two weeks and performed a full checkout. The ventilator no longer reset itself and the reported issue was resolved.

Event description:
It was reported by the customer that the unit was alarming "reset" both audibly and visually. The customer stated that the unit was not on a patient at the time of the occurrence, and there was no report that the unit shutting down. While in service, it was discovered by the technician that the ventilator would frequently reset.